Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of low sensing, oversensing, loss of capture, and inappropriate shock were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed the rv lead had become dislodged and was wrapped around the device consistent with twiddler's syndrome. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.